Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of sling on (B)(6) 2012. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent cystoscopy and cystocele repair on (B)(6) 2013 for recurrent uti, urge incontinence and cystocele. Patient underwent removal of interstim leads and stimulator capsulotomy on (B)(6) 2013 for mixed incontinence and lower back pain. No additional information was provided. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced pelvic muscle wasting, atrophic vaginitis and incomplete bladder emptying. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and nocturia. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent interstim percutaneous sacral nerve stimulation test with fluoroscopic guidance for needle placement, and repeat of procedure on the opposite side of sacral nerve on (B)(6) 2010. It was reported that patient underwent placement of bilateral permanent s3 lead, placement of bilateral single lead, implantable pulse generators and fluoroscopy on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.